Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure the faradrive steerable sheath clear was selected for use, and prepared according to instruction for use (IFU). After 3 pulmonary veins ablation, the farawave catheter displayed its splines in forward flower, making it really difficult to achieve the ablation of the fourth vein in the right inferior pulmonary vein (ripv). The physician took out the catheter to better shape the flower configuration. After re-centering the catheter in the sheath, they aspirated, and air coming inside from the valve of the faradrive was observed. The sheath was replaced and resolved the issue. The procedure was completed successfully without patient complications. The device was received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure the faradrive steerable sheath clear was selected for use, and prepared according to instruction for use (IFU). After 3 pulmonary veins ablation, the farawave catheter displayed its splines in forward flower, making it really difficult to achieve the ablation of the fourth vein in the right inferior pulmonary vein (ripv). The physician took out the catheter to better shape the flower configuration. After re-centering the catheter in the sheath, they aspirated, and air coming inside from the valve of the faradrive was observed. The sheath was replaced and resolved the issue. The procedure was completed successfully without patient complications. The device is expected to be returned.